Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(6) ) on (B)(4) 2017. The most recent information was received on 09-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("constant back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), limb discomfort ("heaviness in legs"), migraine ("migraine") and gastrointestinal disorder ("gastrointestinal reflux"). The patient was treated with surgery (essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, limb discomfort, migraine and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, gastrointestinal disorder, limb discomfort and migraine with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("constant back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), limb discomfort ("heaviness in legs"), migraine ("migraine") and gastrointestinal disorder ("gastrointestinal reflux"). The patient was treated with surgery (essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, limb discomfort, migraine and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, gastrointestinal disorder, limb discomfort and migraine with essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant back pain amongst other non-serious events. Essure was removed 4 years after insertion. The event is anticipated in the reference safety information for essure. Back pain of varying intensity and duration may occur and persist after essure insertion. In this case, there is no information about the consumer's historical and concomitant medical conditions or when the back pain started. Although only minimal information was provided, considering the nature of the event, a causal relationship with essure cannot be excluded (related). This case was regarded as incident since a device removal was required. Further company follow-up with regulatory authority is not possible. A product technical analysis is awaited.